Event description:
Consumer reported concerns with mobility, consumer reported osseointegration was achieve. Consumer also reported the bone quality at the time of the implant failure was a type 2.

Manufacturer narrative:
Consumer reported concerns with mobility, consumer stated that osseointegration was achieved, was not a same day spinner, time of loss was up to a year after prosthetic restoration.